Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 458 mg/dl at the time of incident. The customer stated that they gave correction with manual injection prior to hospitalization. The customer reported that the ambulance took them for hospitalization and the blood glucose went down to 60 mg/dl. The customer stated that they were vomiting and passed out. The customer's blood glucose was 220 mg/dl at the time of call. The customer stated that they were of the insulin pump at the time of hospitalization for less than 48 hours. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will not be returned for analysis.